Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and classified the complaint based on the info. On (B)(6) 2009, the pt/layperson complained that her onetouch ultralink had prompted error 5 at 1:30 am, the same day the pt called. The pt developed a headache in the morning, reportedly after the alleged issue began; however, the time frame was not provided. Error 5 indicates the meter has detected a problem with the test strips such as a damaged strip or an incompletely filled confirmation window. There is no indication the product contributed to injury since the pt's symptom does not meet criteria for serious injury and no treatment was received. Because the alleged error 5 issue was not resolved, the complaint is reported. The pt's meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.